Event description:
Litigation alleges that the patient suffers from swelling, pain, synovial hyperplasia, difficulty straightening the knee, and a "catching" sensation. Update (B)(4) 2013- medical records received. Patient suffered from patella crepitis. An arthroscopy was performed on (B)(6) 2010. The patella and femoral component have been reported. Additional medical records are available on the l drive.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013- medical records received. Operative notes indicated that the patient suffers from pain and instability. The spacer was revised on (B)(6) 2011. The femoral and tibial components were later revised on (B)(6) 2011. The spacer and tibial component have now been reported. There was no mention of the patella being revised. Medical records are attached. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Additional patient medical records and x-rays were provided. The investigation could not draw any conclusions about the root cause of the reported patient pain; however, complex regional pain syndrome, metal hypersensitivity, patient ligamentous injury and laxity related to her multiple falls could all be contributing factors. Review of the supplied records/x-rays did not find any evidence suggesting product error was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.